Event description:
I had ultherapy treatment at (B)(6) wellness center, (B)(6) on (B)(6) 2013. The center is a recommended practice for performing ultherapy on the ultherapy.com website. The procedure was performed by a registered nurse without physician involvement. That evening, welt-like areas formed on the left side of my face, in the area of the mouth and cheek. I first researched this side effect on the internet, including the ulthera site, all of which stated that any welts would go away within a short period of time. After several days of no improvement, I reported the condition to (B)(6) wellness center, and I was told not to worry about it - that it would go away. When the condition did not improve, I went in for personal examination of the skin by the registered nurse performing the procedure, as well as the ceo of (B)(6) wellness center. By this time, swelling had also developed on the right side of the face, by the mouth. Again, I was reassured that the condition was temporary. I was receiving other unrelated treatments from the center and would voice my concerns about the facial condition from time to time. I asked if I should see a dermatologist about the condition and was told no. This went on for several months. The center recommended (B)(6) facial treatments in (B)(6) 2013. These treatments were for skin rejuvenation, but I was told it would also help speed up the healing of the persistent swelling that resulted from the ultherapy. When the swelling did not go away, and the center offered no treatment, I contacted ulthera, inc. And was eventually referred to the medical director of ulthera. After I sent him the attached photos (taken in (B)(6) 2013), he advised that I apply chamomile tea bags and over the counter hydrocortisone to the affected areas. He also recommended to the ceo of (B)(6) wellness center that I be examined by the medical director or other physician at the center. Based upon his recommendation, I insisted that I be examined by a dermatologist, and I was given the name of an unaffiliated dermatologist by the ceo of the center, whom I promptly saw for advice in (B)(6) 2013. This dermatologist diagnosed the condition as chronic edema and prescribed prescription-strength hydrocortisone. When the condition did not improve, and since he was not familiar with ultherapy, he referred to me to a dermatologist colleague with ultherapy experience. That dermatologist had me continue the prescription-strength hydrocortisone for a period of time and then advised that I do nothing for a period of time. The swelling has subsided to a certain degree, but there are still swollen areas which have an unattractive texture. This procedure is advertised as an anti-aging procedure, but, in fact, these areas of skin look more aged than they did prior to the ultherapy treatment. This product is advertised as safe for all skin types, but I am proof that this is not the case, and more specific disclosure about the potential for persistent swelling from edema and increased aging appearance of the skin as adverse side effects should be required. It has been over eight months, and at this point, I have no idea if these areas of my skin will ever return to the better condition that existed prior to ultherapy.